Manufacturer narrative:
A patient¿s trial leads were explanted due to a sepsis infection was reported to abbott. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01945. It was reported that the patient experienced pain at the lead site. The patient met with a physician on (B)(6) 2023 where puss was noted at the lead site due to sepsis. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the patient was hospitalized, and the trial leads were explanted to address the issue. The patient was administered antibiotics.